Manufacturer narrative:
If implanted, give date: not applicable, no patient contact with the product. If explanted, give date: not applicable, no patient contact with the product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) looked like it was fused together at the tip of the device and would not allow the lens to come out. There was no patient contact and the event was observed during handling. No further information was provided.